Event description:
It was reported that this right ventricular lead exhibited pace impedance measurements of greater than 2000 ohms. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).